Event description:
Boston scientific provided the following information: patient was admitted to the ed due to syncopal episode. EKG showed intermittent pacing spikes without resulting qrs. A possibility of rv lead micro-fracture due to occasional high impedance measurement, though still within range, is thought to be the reason. The lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.